Manufacturer narrative:
Based on the limited information available for this case, it is unclear what role, if any, the lava ultimate played in the noted outcome. Other factors, such as prior tooth history or preparation trauma, may have contributed to the noted outcome.

Event description:
On august 5, 2016, a dental professional reported a case of a (B)(6) male patient who required a root canal, a post and replacement crown on tooth #30. This tooth had received a lava ultimate cad/cam restorative for cerec crown on (B)(6) 2015, after an amalgam had been noted with recurrent decay beneath it. On (B)(6) 2016, this tooth was identified as being "re-infected" and the endodontic treatment was performed. .